Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient was hospitalized in october 2023 and then admitted into the intensive care unit after the surgery. The patient reports hemorrhaging into their lungs and esophagus. The patient received 15 liters of oxygen. The patient's lungs were then flushed and has had lung issues since. They are unsure why this occurred even after vising the mayo clinic in 2024. Recently the patient was hospitalized in december with bilateral pneumonia and a large mass on their right lung. The patient was hospitalized with bilateral pneumonia again in march. The patient states they have been on continuous oxygen since being hospitalized due to the hemorrhaging in their lungs and esophagus. The patient would like to know if the device could have caused any issues. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient was hospitalized in (B)(6) 2023 and then admitted into the intensive care unit after the surgery. The patient reports hemorrhaging into their lungs and esophagus. The patient received 15 liters of oxygen. The patient's lungs were then flushed and has had lung issues since. They are unsure why this occurred even after vising the mayo clinic in 2024. Recently the patient was hospitalized in (B)(6) 2024 with bilateral pneumonia and a large mass on their right lung. The patient was hospitalized with bilateral pneumonia again in march. The patient states they have been on continuous oxygen since being hospitalized due to the hemorrhaging in their lungs and esophagus. The patient would like to know if the device could have caused any issues. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. In this report, section d, g and h has been updated/corrected.